Manufacturer narrative:
The customer reported the AED would not power on and the asi is blank. The maintenance schedule is reported as 'none'. The battery expired in february 2024, and the pad expired in december 2022. Referred the customer to the distributor for a replacement AED and battery pack. Reviewed proper maintenance of the AED. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED would not power on and the asi is blank. The reported event did not occur during patient use.